Manufacturer narrative:
The root cause of the event could not be determined. The service maintenance actions performed by the field service engineer resolved the issue.

Event description:
The initial reporter received questionable gen.2 ise indirect for na from 1 patient on a cobas 6000 c501 module. The initial na result was 197 mmol/l. The customer repeated the sample because it was outside of the normal range. The repeat result was 132 mmol/l. No questionable results were reported outside of the laboratory. The electrode serial number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found a leak in the wash station. The fse decontaminated the analyzer, checked the pipettes and made adjustments, performed annual preventative maintenance, changed the degasifier, checked incubation bath filling levels, and changed the wash station piping. Calibration and controls were performed successfully. No further issues were reported after the service visit. The investigation is ongoing.